Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was noted that the complete lead returned. Visual inspection revealed that the conductor coils were fractured, the polyurethane insulation was bent and the inner insulation was worn at 319 and 329 mm from the terminal pin. Analysis determined that the lead was crushed at the clavicle region, confirming the field allegation.

Event description:
Boston scientific received information that this left ventricular (lv) lead did not deliver required pacing and exhibited loss of capture (loc) at high outputs and high pacing impedance measurements greater than 2,000 ohms. The lead was determined to have been crushed at the clavicle region. A surgical intervention was performed. The lead was explanted and replaced with a new lead. The new lead was hooked to the chronic device and normal function was observed. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.